Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvis') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and obesity. Current weight 200 lbs. Concurrent conditions included sleep apnea, asthma, polycystic ovary, chest pain, shortness of breath, weakness, acute sinusitis, pleurisy, nasal congestion, back pain, sinus congestion, fever, constipation, abdominal bloating, upper respiratory infection, burn, anemia, nipple discharge, breast discomfort, right lower quadrant pain and adnexa uteri cyst. Concomitant products included alprazolam for anxiety, pseudoephedrine hydrochloride for sinus congestion as well as alprazolam (xanax) from 2013 to 2018, calcium from 2008 to 2014, docusate sodium (colace) from 2014 to 2017, nortriptyline from 2013 to 2017, sertraline hydrochloride (zoloft) from 2013 to 2018, sertraline from 2009 to 2018 and succinic acid (repliva) from 2007 to 2016. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type:"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient was found to have weight increased ("gained almost 70 pounds"). In 2014, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), cyst ("cysts") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right side oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rheumatoid arthritis, abdominal pain, abdominal distension, cyst, weight fluctuation, fatigue, weight increased, irritable bowel syndrome, migraine, headache, nausea, amnesia, depression and anxiety outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, anxiety, cyst, depression, dysmenorrhoea, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Approximate weight at the time of essure placement was 206 lbs. Four coils noted into uterine cavity on the right side. Again inserted essure device without complication with 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: normal - size uterus and ovaries . 2. Normal vascular r f low to the ovaries. 3. Complex follicle cyst right ovary .measuring 5- 2 cm, slight larger than the prior study.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, depression, migraine, anxiety, abdominal pain, headaches, nausea and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. Lot number added. Previously reported event autoimmune disorder was replaced with specified new event rheumatoid arthritis. New events added from pfs- abnormal bleeding (vaginal, abnormal bleeding (menorrhagia), dysmenorrhea (cramping), ibs, migraines, headaches, nausea, memory loss, depression, anxiety. Patient¿s demographic details were added, new reporters added, medical history, product information and lab data were added. Fu 2 and fu 3 processed together. On (B)(6) 2019: medical record received. Patient's demographic details and medical history was added. Lab data added. New reporters added. Fu 2 and fu 3 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvis') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and obesity. Current weight 200 lbs. Concurrent conditions included sleep apnea, asthma, polycystic ovary, chest pain, shortness of breath, weakness, acute sinusitis, pleurisy, nasal congestion, back pain, sinus congestion, fever, constipation, abdominal bloating, upper respiratory infection, burns first degree, anemia, nipple discharge, breast discomfort, right lower quadrant pain and adnexa uteri cyst. Concomitant products included alprazolam for anxiety, pseudoephedrine hydrochloride for sinus congestion as well as alprazolam (xanax) from 2013 to 2018, calcium from 2008 to 2014, docusate sodium (colace) from 2014 to 2017, nortriptyline from 2013 to 2017, sertraline hydrochloride (zoloft) from 2013 to 2018, sertraline from 2009 to 2018 and succinic acid (repliva) from 2007 to 2016. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type:"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient was found to have weight increased ("gained almost 70 pounds"). In 2014, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), cyst ("cysts") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right side oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rheumatoid arthritis, abdominal pain, abdominal distension, cyst, weight fluctuation, fatigue, weight increased, irritable bowel syndrome, migraine, headache, nausea, amnesia, depression and anxiety outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, anxiety, cyst, depression, dysmenorrhoea, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Approximate weight at the time of essure placement was 206 lbs. Four coils noted into uterine cavity on the right side. Again inserted essure device without complication with 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: normal - size uterus and ovaries . 2. Normal vascular r f low to the ovaries. 3. Complex follicle cyst right ovary .measuring 5- 2 cm, slight larger than the prior study.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, depression, migraine, anxiety, abdominal pain, headaches, nausea and pelvic pain. Lot number:627072 manufacture date: 2008-04 expiration date: 2010-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), cyst ("cysts"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue") and weight increased ("gained almost 70 pounds"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, abdominal distension, cyst, weight fluctuation, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, cyst, fatigue, pelvic pain, weight fluctuation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 26-jan-2018: indication and event added: gained almost 70 pounds. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvis') in an adult female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and obesity. Current weight 200 lbs. Concurrent conditions included sleep apnea, asthma, polycystic ovary, chest pain, shortness of breath, weakness, acute sinusitis, pleurisy, nasal congestion, back pain, sinus congestion, fever, constipation, abdominal bloating, upper respiratory infection, burns first degree, anemia, nipple discharge, breast discomfort, right lower quadrant pain and adnexa uteri cyst. Concomitant products included alprazolam for anxiety, pseudoephedrine hydrochloride for sinus congestion as well as alprazolam (xanax) from 2013 to 2018, calcium from 2008 to 2014, docusate sodium (colace) from 2014 to 2017, nortriptyline from 2013 to 2017, sertraline hydrochloride (zoloft) from 2013 to 2018, sertraline from 2009 to 2018 and succinic acid (repliva) from 2007 to 2016. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) and nausea ("nausea"). In 2009, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type:"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient was found to have weight increased ("gained almost 70 pounds"). In 2014, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), cyst ("cysts"), weight fluctuation ("weight fluctuations") and pelvic discomfort ("pelvic pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right side oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rheumatoid arthritis, abdominal pain, abdominal distension, cyst, weight fluctuation, fatigue, weight increased, irritable bowel syndrome, migraine, headache, nausea, amnesia, depression, anxiety and pelvic discomfort outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, anxiety, cyst, depression, dysmenorrhoea, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Approximate weight at the time of essure placement was 206 lbs. Four coils noted into uterine cavity on the right side. Again inserted essure device without complication with 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - in (B)(6) of 2009: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: normal - size uterus and ovaries . 2. Normal vascular r f low to the ovaries. 3. Complex follicle cyst right ovary .measuring 5- 2 cm, slight larger than the prior study. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, depression, migraine, anxiety, abdominal pain, headaches, nausea and pelvic pain. Lot number:627072 manufacture date: 2008-04 expiration date: 2010-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event pelvic pressure added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), cyst ("cysts"), weight fluctuation ("weight fluctuations") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, abdominal distension, cyst, weight fluctuation and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, cyst, fatigue, pelvic pain and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.